Event description:
It was reported that ongoing intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no adverse impact on the customer's blood glucose level. No additional information regarding the issue was provided.